Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted into the patient. It was also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent vaginal hysterectomy, a & p ivs tunneler and perineoplasty due to pop. It was reported that patient underwent mesh trimming on (B)(6) 2004, (B)(6) 2005, (B)(6) 2006 and ivs mesh removal on 11/13/2006 due to infection. It was reported that patient underwent exploration of wound, debridement of nonviable tissue, repair of fascial defect, and irrigation with vacupac on (B)(6) 2006 due to suprapubic wound infection, postoperative day 7 status post removal of foreign body and polypropylene mesh.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.